Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced power cable disconnect alerts while connected to power despite cleaning and exchanging the battery clips. White power cable fatigue was suspected as the cause of the alerts. A controller exchange was scheduled to be performed during the patient's next visit. On (B)(6) 2022, the patient's controller and clips were exchanged, and no alarms were reported since then.

Event description:
The patient's controller was exchanged in the clinic. When the patient was about to leave the clinic another power cable disconnect alarm occurred while the patient was connected to batteries. The patient's battery clips were exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) was shipped to the customer 22apr2020. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported that the patient experienced power cable disconnect alarms were confirmed via review of the log file. The heartmate 3 system controller is being evaluated due to the patient experienced power cable disconnect alarms while connected to power despite cleaning and exchanging the battery clips. The heartmate 3 system controller (serial number: hsc-(B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (05apr2022 ¿ 06apr2022, per the timestamp). The log file captured intermittent atypical power cable disconnect alarms that were not associated with power source exchanges due to the relative state of charge (rsoc) voltage on the white and the black power cables dropping to approximately 0 volts while connected to battery power. The alarms cleared shortly after activating while the rsoc voltage levels increasing to their appropriate levels. The alarms did not affect the controller¿s ability to operate the pump at the set speed. System controller (B)(6) is no longer under warranty and will not be returned for further analysis. Per additional information the power cable disconnect alarm resolved after exchanging the battery clips, followed by the system controller, and followed by an additional battery clip exchange; the root cause of the power cable disconnect events cannot be determined. As a result, this complaint file will close with no further action. No further information was provided. The manufacturer is closing the file on this event.